Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that since autumn in 2024 they hadn't been able to access the my therapy app because they kept getting the 'device not responding, reposition communicator over device, retry/end session' screen and no device found. Patient said they had tripped and fallen on their right side where the implant was located in the autumn of 2024. Patient said it had been really sore around the implant area and they had wondered if the implant or lead was damaged when they fell. During the call patient was getting 'no device response' when trying to connect with the implant. The patient would see communicating with device and then patient said that they hadn't really been satisfied with the therapy since the beginning. Patient said that they didn't know why therapy hadn't really met their expectations and said maybe the healthcare provider (hcp) didn't put the lead in the right spot because they could only turn stimulation up so much with out it being uncomfortable. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.